Event description:
The device was removed as it was "defective". The entire device was removed.

Manufacturer narrative:
According to the available info this device was implanted on 4/26/90 and removed on 7/17/96 because it was "defective." Requests have been made for add'l info surrounding the incident; however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the device revealed no functional abnormalities. Based on this qa concluded that no functional abnormalities contributed to this event. Because the limited info does not provided any indication what factor(s) may have contributed to the device being "defective," and because no functional abnormalities were detected, qa is precluded from determining the cause of the reported event.